Event description:
A customer contacted beckman coulter to report a leak of <5 cc of bloody fluid that leaked from the secondary probe of the coulter lh 750 hematology analyzer and onto the counter. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat, face protection and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found that the air cylinder on the probe wipe module that lifts the rinse through up/down was not moving properly. The fse replaced the air cylinder and verified that the probe wipe alignment was correct. The fse also stated that the fluid was not contained within the instrument as the blood sampling valve (bsv) drip tray sides were broken; therefore the fluid accumulated leaking out the front under the hand-detector assembly. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode was related to air cylinder on the probe wipe module. (B)(4).